Event description:
It was reported that a patient who underwent a spaceoar vue placement procedure on (B)(6), 2023, developed a rectourethral fistula. The fistula was diagnosed via cystoscopy in (B)(6) 2024; the patient was treated with a suprapubic catheter and diverting colostomy. No additional details were provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula. Block h11: physician details unknown.

Event description:
It was reported that a patient who underwent a spaceoar vue placement procedure on march 17, 2023, developed a rectourethral fistula. The fistula was diagnosed via cystoscopy in april 2024; the patient was treated with a suprapubic catheter and diverting colostomy. No additional details were provided.additional informationit was further reported that the patient underwent spaceoar vue placement procedure without complications, on (B)(6) 2023, a magnetic resonance imaging (MRI) was performed, the image showed a moderate infiltration of the hydrogel, about 25%, the prostate was diffusely hypointense. Three months after the placement procedure on (B)(6) 2023, the patient went to the emergency room (ER) vomiting, the night prior he also reported having nausea. The patient also reported having abdominal pain and distension, similar episodes were report as resulted of diverticulitis, antibiotics were prescribed by the primary care physician (pcp). At that moment was undergoing radiation due to the prostate cancer.

Manufacturer narrative:
Additional information:block a3 patient information has been updated.block b5 and b7 has been updated.block h6 and h11 patient's symptoms updated.device evaluation:the device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the patient symptom is a potential adverse event associate with the use of the device. A risk review was completed and confirmed that the event of "fistula" was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown.block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.imdrf patient code e2314 captures the reportable event of fistula.imdrf patient code e1001 captures the reportable event of abdominal pain.imdrf patient code e1002 captures the reportable event of abdominal distension.imdrf patient code e1007 captures the reportable event of constipation.imdrf patient code e1032 captures the reportable event of vomiting.imdrf patient code e1020 captures the reportable event of nausea.block h11:dr. (B)(6), (B)(6) dr. (B)(6), (B)(6) - MRI assessment.